Event description:
Customer reported that pump declared alarm 20 during insulin pumping. There was no adverse impact to customer¿s blood glucose level. Cartridge alarm recurred after attempts to load a new cartridge, despite cts assistance. Cts decided to replace pump, and customer opted to use mdi as backup insulin therapy. Customer was instructed to put pump into storage mode and return it using a pre-paid label within 10 days.